Event description:
The surgeon does not fault the device.

Event description:
It is not known if the acetabular cup and femoral stem were revised.

Event description:
It was reported that revision surgery was performed due to metallosis.

Manufacturer narrative:
The use of these parts in conjunction with a competitor femoral steam constitutes an off-label application of the devices.